Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal pancreatectomy, at the first firing, the pancreas was compressed by closing the cartridge slowly, when the green button was pressed attempting to fire the product, the adapter came off, so the handle and adapter was connected again, but the jaws would not return to the initial position from closed state, the closed jaws were opened using a manual adapter. The cartridge was replaced with a new one, the same handle and adapter were connected again, they checked that the product worked normally, after using it, it fired without problem. The surgical time was extended by less than thirty minutes. The device was removed from the tissue by force, but no tissue damage was caused. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5cm cut line. Functionally the reload was loaded into a post market vigilance instrument and the jaws were opened and closed multiple times. The interlock was over ridden, allowing the reload to be applied to test media. All remaining staples were placed, and test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of partially fired that has no relationship to the reported condition. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will enga ge and prevent the loading unit from firing a second time. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.